Event description:
Issue with breathing and became very tired, starting about 1 pm on (B)(6) 2023. Went to bed about 6 pm and slept for the next 13-14 hours. About 1 pm on (B)(6) 2023 contacted by my cardiology team to come to the office as there seems to be an issue with my pacemaker. Upon arriving was direct admitted to hospital, had temporary pacemaker inserted. Discovered that my pacemaker had a recall which I was never aware of. On (B)(6) 2023 had recalled pacemaker replace due to complete failure of the recalled device. Discharged from hospital on (B)(6) 2023.